Manufacturer narrative:
(B)(4). Based on the complaint history, it was determined that the root cause of the event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens in pt's eye. Crack in optic noted during implantation. Iol was cut and removed from the pt eye with no pt complications. Cause of this incident was due to loading error. Backup iol, another same model and size lens was implanted.